Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left lumbar artery using a lantern delivery microcatheter (lantern). During the procedure, while advancing the lantern over a guide wire through a non-penumbra guide catheter, the physician experienced resistance and subsequently, the lantern became stuck in the guide catheter. The lantern then stretched upon retraction; therefore, the lantern and guide catheter were removed. The procedure was completed using other catheters. There was no report of an adverse effect to the patient.